Event description:
Reportedly, the device was explanted after an implant duration of 33.53 months for unknown reasons. Per the cer: the ring was explanted and (B) (4) was implanted as a replacement. No further details were provided. The device will not be returned as it was discarded at hospital.

Manufacturer narrative:
Evaluation summary: heavy host tissue is evident at the outflow aspect, at the tissue outflow and the stent outflow. Heavy dense layer covered most of leaflet 2 and leaflet 3 and parts of its free margin. Host tissue curled the free margin of leaflet 2 over itself, pulled the leaflet to an open like position; similar pattern of host tissue overgrowth was also detected in leaflet 3, thus leading to a gap at the coaptation region. Also at the outflow aspect, dense layer of host tissue overgrowth fused the free margins of leaflet 1 and 3 at commissure 1 at the greatest distance of approximately 5mm, and leaflets 2 and 3 at commissure 3 by approximately 8-9mm. Host tissue overgrowth restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice by approximately 2mm. Host tissue is heavy at the stent inflow. A cut in the free margin and into the cusp area is detected at leaflet 2 that measures approximately to 8-9mm. As received, almost half of the sewing ring is cut off which exposed the wireform. No inconsistencies detected in the x-ray. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (6) sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation, device evaluation anticipated, but not yet begun.

Event description:
Reportedly a 6900p, 29mm valve was explanted after a 30 month duration due to what appears to be some type of pannus on the leaflets. Tee demonstrated a hole in one valve leaflet. Tee showed severe mitral regurgitation, specifically, she had severe mitral regurgitation by color flow and pulmonary venous inflow. It appears that calcified vegetation on the posterior aspect of the bioprosthesis. There was possible perforation of the anterior prosthetic device. No additional information is available at this time.